Manufacturer narrative:
This report is submitted on august 08, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2010 due to poor performance. The patient was re-implanted with another cochlear device during the same surgery.